Manufacturer narrative:
It was reported by the hospital contact that after having delivered the deltamaxx coil ((B)(4)) through the rebar 18 microcatheter (details unknown) the physician felt resistance with the above mentioned coil at a certain point he was not able to deliver the coil further into the aneurysm. He tried to recapture the coil but he was not able to recapture it in the proper way into the zip system. He had to discharge the coil and did use another same brand and length (details unknown) to continue the case. In total they delivered 11 coils (details unknown). It was initially reported that the product will be returned. The procedure was coiling of a basilar tip aneurysm. The procedure was delayed for 5 minutes due to the event. It is unknown if any damages were noted on the coil. Very limited information was received. The rebar 18 microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, unreported coil severe damage and entanglement was found. Unreported damage of the coil protruding through the proximal end of the resheathing tool and through the sheath at the resheathing tools opened cutout section. Coil damage such as stretching, knots, and buckling were found intermittently. The coil was too severely damaged for attempting to duplicate the field complaint. The circumstances of how and when the unreported damage occurred cannot be determined, furthermore due to the unreported post-procedural damage to the unit from possible cleaning, handling, and packaging, it cannot be determined if this damage occurred during the procedure. No manufacturing defects were found. The complaint of the resistance inside the rebar 18 microcatheter cannot be confirmed. Without the return of the rebar microcatheter and due to the unreported extensive coil damage, the root cause of the resistance inside the microcatheter cannot be determined, however a contributing factor of an incompatible selection of an over-sized microcatheter that was used with the 18 series microcoil system was found. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The deltamaxx microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165¿ to 0.019¿ (0.420-0.483 mm). The inner lumen of the rebar 18 microcatheter has an inner lumen of 0.021¿. In addition, without the return of the rebar 18 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The complaint of the resheathing difficulty is confirmed. Due to the unreported severe damage to the coil and the condition that the entire unit was received in, the root cause of the resheathing difficulty cannot be determined, however if the coil was being resheathed in a manner different than the one outlined by the IFU then for optimum product performance and to prevent potential complications, the IFU recommends, ¿when necessary, the codman microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer. Fig. 6: pulling back the dpu wire hub connector¿¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4). This is an initial/final report. Concomitant medical products and therapy dates: rebar 18 microcatheter (details unknown); another same brand and length coil (details unknown) ; 11 coils (details unknown).

Event description:
It was reported by the hospital contact that after having delivered the deltamaxx coil ((B)(4)) through the rebar 18 microcatheter (details unknown) the physician felt resistance with the above mentioned coil at a certain point he was not able to deliver the coil further into the aneurysm. He tried to recapture the coil but he was not able to recapture it in the proper way into the zip system. He had to discharge the coil and did use another same brand and length (details unknown) to continue the case. In total they delivered 11 coils (details unknown). It was initially reported that the product will be returned. The procedure was coiling of a basilar tip aneurysm. The procedure was delayed for 5 minutes due to the event. It is unknown if any damages were noted on the coil.

Manufacturer narrative:
This corrected MDR is being submitted to include the result code and the device manufacturing date that inadvertently omitted previously.